Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the device had a speaker malfunction and they were unable to hear the device alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reports that the device had a speaker malfunction and they were unable to hear the device alarm. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The remote service engineer (rse) sent to the customer information about having the device sent to bench repair for further evaluation. The customer cancelled the bench repair. The device remains at the customer site. It is unknown what the customer allegation was attributed to as no evaluation could be performed. The following sections contain corrections. A - patient information. B - describe event or problem. H - device avail. For eval? And health impact code h3 other text : see h10.